Event description:
A caller reported a minimum fill notification while attempting to load a new cartridge. There was no adverse impact to the customer's blood glucose level. Customer support guided the caller through a series of troubleshooting steps, including removing the pump from its case, cleaning the pneumatic tap area, and ultimately loading a new cartridge onto the pump. These actions successfully resolved the issue, allowing the caller to resume insulin delivery.